Manufacturer narrative:
Additional information: on may 2, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with saline mentor smooth round moderate profile breast implants and experienced breast pain on the right side and anisomastia on the left side postoperatively. As a result, the patient underwent device removal and replacement with a 425cc saline mentor siltex round moderate profile breast implant, catalog number 3542670, lot number 174976 on the right side on (B)(6) 2001. This report is for the patient's right-sided device.